Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra coils 400 (pc400 coils). During the procedure, the physician successfully delivered 4 pc400 coils in the aneurysm using a px slim delivery microcatheter (px slim). While advancing a new pc400 coil through the px slim, the physician met difficulty and changed the insertion position of the px slim before attempting to advance the same pc400 coil, however it was unsuccessful and the pc400 became stuck in the px slim. The procedure was completed using a new pc400 coil and the same px slim. There was no report of an adverse effect to the patient.